Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2017: confirmation test:bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision probs") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy (full), b/l salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, back pain, menorrhagia, nausea, migraine, fatigue, alopecia, visual impairment and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date of essure : (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: plaintiff fact sheet received: event injury was replaced by pelvic/abdominal pain, dyspareunia (painful sexual intercourse),back, menorrhagia (heavy menstrual bleeding), nausea, migraine, headaches, fatigue, hair loss, vision probs, fibroid in uterus were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision probs") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy (full), b/l salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, nausea, migraine, fatigue, alopecia, visual impairment and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date of essure: (B)(6) 2015. Essure device was placed into the ostium. The coil was deployed per protocol with two trailing coils seen. Attention was turned to the left ostium. A second essure device was placed into the left ostium. The coil was deployed per protocol with three trailing coils seen. Proper coil placement was confirmed bilaterally. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure effective and her tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received:reporters added. Event vaginal bleeding and product lot number added. Lab data replaced with previous lab data as hysterosalpingogram. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision probs") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy (full), b/l salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, back pain, menorrhagia, nausea, migraine, fatigue, alopecia, visual impairment and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date of essure: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: new reporter and reference section was added from deletion case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("vaginal bleeding"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision probs") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy (full), b/l salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, nausea, migraine, fatigue, alopecia, visual impairment and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted in insertion date of essure : (B)(6) 2015 essure device was placed into the ostium. The coil was deployed per protocol with two trailing coils seen. Attention was turned to the left ostium. A second essure device was placed into the left ostium. The coil was deployed per protocol with three trailing coils seen. Proper coil placement was confirmed bilaterally.the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure effective and her tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.